Manufacturer narrative:
The investigation indicates a build up of oil in the hose portion of the handpiece. The hose will be replaced and maintenance performed on the device.

Event description:
During preparation for a use, it was noticed that the device was leaking oil. Back up equipment was used to complete the surgical procedure. There was no adverse consequence reported as a result of this malfunction.